Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. It was reported that the customer experienced elevated blood glucose (bg) ranging from 400 mg/dl to displayed as "high" on the continuous glucose monitor (cgm); cause was unknown. The customer reverted to an alternate method of insulin therapy.